Manufacturer narrative:
Batch reviews performed on (B)(6) 2016. Lot 136190: (B)(4) items manufactured and released on 17 february 2014. Expiration date: 2019-01-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Mectacer biolox delta ceramic ball head 12/14 ø 28 size s -3.5, code (B)(4), lot. 131492 (k112115); (B)(4) items manufactured and released on 18 june 2013. Expiration date: 2018-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup acetabular shell ø 54, code (B)(4), lot. 133455 (k083116); (B)(4) items manufactured and released on 18 october 2013. Expiration date: 2018-09-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Versafitcup double mobility hc liner ø 54/28, code (B)(4), lot. 104164 (k092265); (B)(4) items manufactured and released on 08 february 2011. Expiration date: 2015-12-31. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in due to signs of infection. The surgeon revised all hardware and placed in an antibiotic spacer. The surgery was completed successfully x-rays and explants are not available.